Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tubal ligation. Event description: c2a15 introducer induced trauma to patient's bowel when creating colpotomy. The surgeon sutured the trauma, and the case was completed using the same device as normal. No patient injury occurred. Product is not returning. Intervention: the surgeon sutured the trauma, and the case was completed using the same device as normal. Patient status: c2a15 introducer induced trauma to patient's bowel. No patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the event unit, it is difficult to determine the root cause of the incident. According to a subject matter expert, a surgeon who is familiar with the device, it is unlikely that the event unit caused the bowel injury due to the bluntness of the introducer. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the injury. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tubal ligation. Event description: c2a15 introducer induced trauma to patient's bowel when creating colpotomy. The surgeon sutured the trauma, and the case was completed using the same device as normal. No patient injury occurred. Product is not returning. Intervention: the surgeon sutured the trauma, and the case was completed using the same device as normal. Patient status: c2a15 introducer induced trauma to patient's bowel. No patient injury occurred.